Event description:
It was reported that upon receipt of the device, it was discovered that the cutter device was stuck in the attachment device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated: the assignable root cause of the device evaluation was corrected from misuse / abuse to the device was worn from excessive force, which is normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date is currently unavailable. The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be misuse / abuse.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.